Manufacturer narrative:
Device evaluation & resolution and disposition: device evaluation: cpu board and power management (pm) board were returned to the v60 vent manufacturing facility for evaluation. Visual inspection of the cpu board revealed evidence of capacitor c162 burnt damage. Visual inspection of pm board revealed no evidence of damage or contamination. The returned boards were installed in a test v60 ventilator in an attempt to duplicate the reported problem. The test ventilator did not power up from ac and delivered breaths. The boards were removed from the test vent. During debugging, it was found that c162 (capacitor) shorted on the cpu board. Found q14 (power mosfet) leads gate, drain and source shorted on the pm board. C162 was replaced on the cpu board. Q14 was replaced on the pm board. Resolution and disposition:the cpu board and pm board were re-installed in the test ventilator. An attempt was made to power up into normal ventilation mode. The test vent powered up and delivered breaths and no failures were generated. Therefore, the root cause for the customer's report of unit would not power on, was due to the shorted components from both cpu and pm boards.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6). (B)(4).

Event description:
The international customer reported lcd blacked out and v60 unit became inoperative. The issue occurred right before using the unit on a patient, therefore, there was no patient involvement.

Manufacturer narrative:
Device evaluation & resolution and disposition device evaluation: the unit was received at the international service center. The technician identified that the unit would not power on. Failure of cpu board was determined to be the cause. Short circuit was found on c162 of cpu board. Resolution and disposition: cpu board was replaced. Failure of power management (pm) board occurred due to failure of cpu board. It was verified that the unit could not start up only on ac power, so pm board was replaced. Unit was checked overall, cleaned, run in tests, alarm tested and confirmed it sounded properly. Check test was performed then no abnormality was confirmed.